Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that concerto coils got coiled inside the microcatheter. There was coil resistance/stuck in the catheter. The resistance was in the distal section of the catheter. There was no damage to the catheter, or coil. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for thoracic vertibra mass embolization. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a progreat 2.7f microcatheter.